Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("haemorrhages") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion hospitalisation), pruritus ("itching"), tooth disorder ("dental problems"), alopecia ("hair loss") and mental disorder ("psychological problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, genital haemorrhage, mental disorder, pelvic pain, pruritus and tooth disorder to be related to essure administration. The reporter commented: patient not informed of the possible adverse effects that could be caused by the insertion of the essure devices, and the negative consequences on her body persist to this day. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("haemorrhages") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion hospitalisation), pruritus ("itching"), tooth disorder ("dental problems"), alopecia ("hair loss") and mental disorder ("psychological problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, genital haemorrhage, mental disorder, pelvic pain, pruritus and tooth disorder to be related to essure administration. The reporter commented: patient not informed of the possible adverse effects that could be caused by the insertion of the essure devices, and the negative consequences on her body persist to this day. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.